Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experience the high blood glucose and low blood glucose. Customer's blood glucose levels was 24.6 mmol/l and 1.2 mmol/l. Customer stated that it was because of cannulas not sticking properly. Customer assisted with cannula not sticking troubleshoot. Customer declined the troubleshoot for blood glucose level. Insulin pump will not be returned for analysis.